Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Summary: during the visual inspection of representative samples, no defects were found on the package. Per the conditions of the sample received, no attachment defects were found and the tested representative samples met the finished goods requirements. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. What is the hospitals standard procedure regarding the timing of needle count in relationship to the wound closure? Initial procedure date. What was being done when the needle pulled off? Did the surgeon release the needle and lose the needle? What tissue was the needle found? Update to patient current condition. Will the actual product be returned for evaluation? Will unopened representative samples be returned for evaluation?

Event description:
It was reported that the patient underwent a c-section procedure/ lower segment procedure on (B)(6) 2017 and the suture was used. During the procedure, the needle separated from the suture whilst inside the patient. The patient was sent to recovery while count was being done and the needle was noted as missing. The x-ray was performed in recovery and the needle was discovered inside the patient. The patient was sent back for removal of the needle. Additional information has been requested.